Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness and bradycardia. Review of remote transmission revealed that the right ventricle (rv) lead exhibited loss of capture; it was noted that the rv threshold had been increasing over time. The lead was capped and replaced on (B)(6) 2020 and the patient was in stable condition post procedure.